Event description:
It was reported that occlusion alarms occurred. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction bolus. Customer changed supplies to address the issue and insulin delivery was successfully resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.